Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebq0767 showed two other similar product complaints from this lot number.

Event description:
It was reported by the facility that a 6 fr dual lumen powerline on (B)(6) 2017, for chemotherapy. Line began leaking on (B)(6) 2017, when the patient's mother flushed the line. The line was removed on (B)(6) 2017, and a crack was noted at the hub where it attaches to the tubing. The line was replaced on (B)(6) 2017. No patient injury was reported.